Manufacturer narrative:
H3 other text : third party service.

Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, a "service required" code was found during testing. The device's oxygen blending module board was replaced to address the issue. Additionally, the front enclosure, rear enclosure, porting block, obm housing, top plate enclosure, porting block adaptor, keypad, and handle were replaced which were not related to the malfunction/issue.